Manufacturer narrative:
No unexpected scrolling of numbers or unexpected restart alarms noted during testing. The insulin pump passed displacement test and unexpected restart error test. Intermittent button response on the esc button due to corroded keypad traces noted. Moisture damage noted on lcd board. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported the insulin pump was exposed to rain. The customer stated the insulin pump began to scroll after the moisture exposure. It was also found the customer had repeated unexpected restart alarms. The customer stated they were unable to re-set their settings after the alarm occurred. Customer's blood glucose was unknown. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.